Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 458 mg/dl. Customer had symptom of excessive thirst and frequent urination. Customer states that needle came out with introducer needle which caused high blood glucose. Customer's emergency room visit was due to high blood glucose and it was thought that customer was having diabetes ketoacidosis. Customer was not admitted into the hospital. Customer was treated with insulin shots. Customer was wearing insulin pump at the time of emergency room visit.